Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic hernia repair, when the surgeon inserted the instrument and tried to place the tack, while positioning, the shaft cracked. No tacks were fired from the device. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the tube shaft was broken in half. Tacks were visible in the shaft. Functional testing was precluded due to the observed condition of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic hernia repair, when the surgeon inserted the instrument and tried to place the tack, while positioning, the shaft cracked. No tacks were fired from the device. A new instrument was opened to complete the case. There was no patient harm.